Event description:
Info received indicates the left foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch plate was bent, preventing the siderail latch from engaging. He adjusted the latch plate to repair the bed.